Manufacturer narrative:
Physio-control observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a planned synchronized cardioversion, their device would intermittently loose its connections to its defibrillation electrodes. In this state, defibrillation therapy may not be available, if it were needed. There were no additional patient details provided.

Manufacturer narrative:
Section h6, patient code of the supplemental medwatch report indicates no patient involvement - 2645. Section h6, patient code of the supplemental medwatch report should indicate no known impact or consequence to patient - 2692.

Event description:
The customer contacted physio-control to report that during a planned synchronized cardioversion, their device would intermittently loose its connections to its defibrillation electrodes. In this state, defibrillation therapy may not be available, if it were needed. There were no additional patient details provided.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a planned synchronized cardioversion, their device would intermittently loose its connections to its defibrillation electrodes. In this state, defibrillation therapy may not be available, if it were needed. There were no additional patient details provided.